Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 45 mg/dl. The customer had a multiple blood glucose level as 98 mg/dl, 200 mg/dl. The customer was treated with food and drink. The customer declined troubleshoot low blood glucose. The customer states that they also experience sensor glucose verses blood glucose and insulin delivery was suspended due to sensor glucose values. The sensor will not be returned for analysis.